Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode passed a continuity test which confirmed it was electrically sound. Visual inspection noted an arc mark on the high voltage coils which was thought to have occurred post-explant. Analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
.

Manufacturer narrative:
This electrode is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this electrode was oversensing noise and double-counting the patient¿s morphology which resulted in the delivery of inappropriate shocks. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.